Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 the root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
Edwards lifesciences llc., received notification that a patient with a perimount valve implanted in an unknown position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A non-ew valve was implanted. All information pertinent to this case was received and documented in the file, as per last follow-up done with the sales rep. No further information could be obtained from the site.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.